Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the complaint is not confirmed because the investigation of the returned unit was unable to duplicate slippage. When the clamp is properly positioned and put under pressure, it does not move. Since the clamp was involved in an injury, it was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the initial service team and noted that the clamp was in used condition with wear noted on the starburst teeth. No additional deficiencies were identified. Additionally, the clamp has no service history and was purchased in 2017. It is recommended that the unit receive a general pm service. All worn components will be replaced with new parts along with general maintenance and cleaning. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. When the clamp is properly positioned and put under pressure, it does not move. The clamp was purchased in 2017 and has no service history, per the IFU, it is recommended the skull clamp be sent in for service annually. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 2 of 2. Reports linked to mfg report number 3004608878-2025-00090: a facility reported that the mayfield composite series skull clamp (a3059) was positioned in locking for "posterior cervical fusion" procedure when it released causing injury to the patient. Bleeding was observed from the laceration and the surgeon placed staples on the laceration. The mayfield pin was removed from the patient and replaced with another mayfield pin headrest. There was about 20-30 minutes of surgical delay as a result of product problem.